Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative results in manual gel when testing for dat with mts poly anti-igg, c3d gel card lot# 041018005-01 exp. 01.23.2019 ((B)(4)) and anti-igg gel card lot#042318001-58 exp. 02.09.2019 ((B)(4)) when same patient sample that was part of a correlation study was tested for dat with same lot of gel cards and gave a clear 1+ positive reaction in ortho vision. The sample is from a (B)(6) male patient that has a newly identified anti-big e antibody with an autocontrol positive reaction grade 1+. Customer could not confirm transfusion history but on their site the patient has not been transfused yet. Methodology used: manual gel, reaction grade obtained: negative, customer was expecting: 1+. Ortho vision will take red cells from the bottom of the tube which could explain the problem because when customer is running the test manually the tech normally take the red cells from the top of the tube. Tsc discussed with customer the potential exists for unexpected or mixed field results (see reactions associated with recently transfused patients section mixed field reactions: discussion) ocd interpretation guide 6902201. Tsc had account centrifuge sample again remove the plasma and take red cells from the bottom of the tube to pack the cells. Had account perform testing again manually. Account received the expected dat positive reaction 1+. Problem resolved. Tsc has confirmed that no incorrect or erroneous results have been reported as a result of this reported concern. All gel cards have all been confirmed to have normal appearance and have been stored according to their package insert indications. No discrepancies with the daily qc reported by the customer. Tsc confirmed customer is following IFU to make sample dilutions with packed cells and diluent#2.